Event description:
The tubing with needle lock leaked. It was hung 12/28 at 1500. Discovered the leak at 1930 after the pt started triggering and bucking vent -it was cisatracuruim plugged into the ativan that was leaking. There was no noted medical intervention.